Event description:
In early 2017 I had doctor recommend a spinal chord stimulator to help with some severe nerve pain I experienced after a failed back surgery. The doctor suggested I try the nervo hf10 spinal chord stimulator. I had to undergo a trial placement in which the company put in a temporary system into my back to try for 6 days to decide if the therapy would work for me. During the first 5 days of the therapy I went through 18-20 device settings which stimulate different levels of the wire leads placed along my spine. I was not getting any major relief from the pain. I also have severe difficulty walking as I had a nerve damaged in a previous surgery that causes severe pain and stinging in my right foot and limits my ability to walk. Anyway, on the last day of my trial I was asked to try the last available device setting. Within about 30 minutes I was getting significant relief and I was able to walk for several hours with minimal pain. Based on this I decided to move forward with getting the medical device implanted. It has now been over a year since I had the device implanted. The company has had me work through 40 plus setting (levels) levels on the implanted device. I am not getting relief anywhere near what I experienced during my trial implant. I have spoken to the company on 20 plus occasions about my concerns and have had several follow up appointments with my physician. The doctor reluctantly told me that the last setting in on the device during the trial phase is not a single level setting (the 40 plus that I have gone through) but is set up to stimulate different levels for a short time and rotates through all levels on a continuous loop setting. So, I have asked several times for the company to allow me to try this setting with the permanent device. The company has done everything in their power to not allow me to try that setting. The doctor has requested info from the company on why the setting is now not available and we have not received a response. I have been working with the company for the last 4 plus months on trying to get an appointment with a local rep for the company to change my device settings. I have been told continuously that the local rep will contact me to schedule a time to meet to change my device settings. Recently they asked me to get an appointment with my doctor, so they could meet me at the clinic to change my setting. I got an appointment, paid a (B)(6) copay and the rep did not show up or even have the courtesy to call to let me know they would not be there. I am not being told that the setting I experienced during the trial is not available on the permanent device. I have to spend 30-45 minutes a day recharging the device. If I had known the last setting that I experienced that gave me relief during the trial phase was not available with the permanent device I would not have had the permanent device implanted. I underwent a major surgery with major cost and now have long term adverse events based on a lie from the company. They should never have allowed me to try a setting that was not available to me on a permanent basis. I would have tried another device which may have allowed me relief. Doctors will not allow me to try another device as I would have to undergo major surgery to remove the current device. This was a total waste of time and money again based a total lie from the company. They are misleading patients and doctors simply to make sales and are costing the medical system major costs for implanting devices that will not work and they know it will not work based on the lack of success during the trial phase. My doctor has suggested the last setting I was able to try was their panic setting, allowing all levels to be stimulated hoping that after the device is implanted the patient will find a level that works. I know other patients across the country have had similar experiences.